Event description:
The duett sealing device deployed following an interventional procedure using a 7f sheath in the right common femoral artery. Immediately following deployment, the pt developed a large hematoma, and the pt's leg became red due to venous return obstruction. Treatment consisted of a blood transfusion, surgical evacuation of the hemotoma, and application of a femostop. The pt was discharged the following day with no further complication noted.